Manufacturer narrative:
H10: additional narrative: details of complaint: on (B)(6) 2019 the customer called in to report that their ag-920ra (sn (B)(6) gas unit displays a "select gas not specific" error and will not display accurate co2 values. It was not ascertained whether the customer attempted calibration or if there was any troubleshooting. Service requested: evaluation and repair service performed device evaluation investigation report: the ag-920ra was evaluated by the repair center. After extended testing, the reported problem that the gas unit displays error "select gas not specific" could not be duplicated. The unit was also tested against all gasses and no malfunction was found (all readings were good). The unit was processed as a "cnd" (could not duplicate) and returned to customer on (B)(6) 2019. There has been no other reported incident for this device. Without additional details regarding the how user operated the device at the time of failure, the root cause could not be determined.

Event description:
The biomedical engineer reported that the the multigas unit displayed a "select gas not specific" error message and would not display accurate co2 values.

Manufacturer narrative:
The ag-920ra was evaluated by the repair center. After extended testing, the reported problem that the gas unit displayed the "select gas not specific" error message could not be duplicated. The unit was also tested against all gasses and no malfunction was found (all readings were good). The unit was processed as a "cnd" (could not duplicate), per standard operating procedures.

Manufacturer narrative:
They sent the unit in for repair. The unit was cleaned, decontaminated, and evaluated. The reported problem could not be duplicated. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit displayed a "select gas not specific" error message and would not display accurate co2 values.